Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with a 4.0cm artificial urinary sphincter (aus) cuff started experiencing urinary incontinence, leading to a replacement procedure. The entire aus was removed and replaced with a new device with a 3.5cm cuff. No additional patient complications were reported and the procedure was successful. The patient was expected to recover.